Event description:
It was reported that patient received inappropriate high voltage therapy due to atrial fibrillation with rapid ventricular response. Device was reprogrammed and additional medication was prescribed to the patient. The patient is doing well.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.